Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) level displayed as "high¿; although specific value was not provided and high ketone levels identified as dangerous by the healthcare provider. Bg was addressed via manual insulin injection, and the customer rang the nurse due to high ketones. The nurse advised giving an injection and monitoring the issue due to the dangerous level of ketones. Reportedly, the customer was using a non-tandem charging cable in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. Device not returned.